Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The returned shaft was showing no wear and a slightly bent shaft. During the visual inspection of the shaft, it is confirmed that the shaft is slightly bent. A sample inventory could not be performed, due to no product in inventory to inspect. The complaint is confirmed; damaged. The root cause has not been identified as a workmanship or material deficiency. Device identifier : (B)(4).

Event description:
A customer reported that on (B)(6) 2019, the 625130rh roto-cam mix-spread 5mm 45cm used for laparoscopic surgery was very difficult to open and close. There was no patient injury/death reported. It is unknown if there was any patient contact or a surgical delay. Request for additional information has been sent.